Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion set. The patient noticed the cannula of the infusion set was bent. The patient was not sure if the soft cannula was in her skin or between the skin and self-adhesive. The patient stated it appeared the soft cannula was never in her skin, but the self-adhesive was not wet and it was unclear where the insulin went to. The patient's blood glucose result was 560 mg/dl and 510 mg/dl at an unknown time. The patient went to the hospital at 11:00 p.m. At the hospital, the blood glucose result was 360 mg/dl. The patient was treated with a potassium solution. The patient was released from the hospital on (B)(6)2017 at 12:00 p.m. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It is not possible to perform the penetration force test and the cannula kinked test on a used device.